Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date ((B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was noted that the cause of the drilled tip was failure to follow the directions for use. It was determined that when the burr device was improperly loaded into the attachment device and then installed onto the motor device, the burr device did not seat properly in the locking chamber. It was determined that the attachment device could be forced into position which places the distal tip of the burr device in compression. It was determined that at this point, the tip of the burr device was in direct contact with the neuro tip of the attachment device. It was determined that when the motor device was started, the burr device drilled into or through the neuro tip. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the craniotome device was discovered to have bad bearings while testing inventory during a routine sales call. During an in-house engineering evaluation, it was observed that the device had a drilled tip. This event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.